Event description:
Same case as MDR ID:2134265-2015-01024. It was reported that the burr was stuck on the rotawire. The chronic totally obstructed target lesion was located in a tortuous and severely calcified right anterior tibial artery. A 1.50mm peripheral rotalink® plus and an unspecified size peripheral rotawire¿ were used for treatment. During procedure, it was observed that the rotation speed of the device significantly dropped from 220,000rpm to 160,000rpm. It was then observed that the burr was locked onto the guidewire and was stuck. Both devices were removed from the patient's body. The procedure was not completed since the access across the target lesion was lost. There were no patient complications reported and the patient's condition was good.

Event description:
Same case as MDR ID:2134265-2015-01024. It was reported that the burr was stuck on the rotawire. The chronic totally obstructed target lesion was located in a tortuous and severely calcified right anterior tibial artery. A 1.50mm peripheral rotalink® plus and an unspecified size peripheral rotawire¿ were used for treatment. During procedure, it was observed that the rotation speed of the device significantly dropped from 220,000rpm to 160,000rpm. It was then observed that the burr was locked onto the guidewire and was stuck. Both devices were removed from the patient's body. The procedure was not completed since the access across the target lesion was lost. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. A visual inspection was performed and the device presents a kink along the body and the spring tip bent. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).